Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of over 900 mg/dl. The doctor stated that the customer may have an infection. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.